Manufacturer narrative:
The returned device was evaluated and the device was received with cannula assembly fully deployed. Inspection of device found no damages or defects that would cause cannula to dislodge. No timeouts or drive stalls were seen in download data. Phb was inspected and algorithm acted as expected to respective egv values from cgm. Cause of reported dislodged cannula could not be conclusively determined. Inspection of adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. Cause of reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (arm).